Event description:
It was impossible to place the cover screw at the end of the surgery because the screw had no threads. A healing abutment has been placed instead. The implant remains placed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. PMA/510(k) number: k011028 and k013227.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4) the following fields have been updated: b4: date of this report. B5: describe event or problem. D4: unique identifier (UDI) number. G3: date received by manufacturer. G6: type of report. H1: type of reportable event . H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. One cover screw for impl tapered scr-v sbm 3.7mm 3.5mm 10mm (tsvb10) was returned for investigation. Visual/physical evaluation of the as returned product has confirmed that the threads were almost nonexistent. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. Patient pre-existing conditions, tooth location, placement duration and x-ray image were irrelevant to this investigation. Device history record (DHR) review for the lot (1244259¿ implant lot) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. Complaint history review was performed for the reported lot number (1244259 ¿ implant lot) for similar events (complaint category keyword: damaged threads) and 1 other complaint identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.